Event description:
Pt was undergoing ptca of their right saphenous vein due to a malfunctioning av fistula. The vein was cannulated and area dilated with a 6 x 4 balloon. Post dilation venogram showed extravasation. An incision was made and about a 1cm tear found and repaired.